Event description:
The customer contact reported a leak; subsequently blood loss was noted. The primary tubing set was being used to deliver an unspecified volume of lactated ringers via a symbiq pump at a rate of 125 ml/hr. An unspecified secondary tubing set was connected to the lower clave y-site of the primary tubing set to deliver an unspecified medication. At the completion of the secondary delivery, the secondary tubing set was disconnected from the clave y-site. Approx 30 minutes after the secondary tubing set was disconnected, the nurse noted a leak at the lower clave y-site. It was reported that 60 ml of blood and lactated ringers leaked from the tubing set. The tubing set was replaced and therapy was resumed. It was reported that there was no change in the pt's clinical condition. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. (B)(4).